Event description:
A surgeon reports that an intraocular lens (iol) was exchanged because of unresolved visual disturbances. The surgeon feels the patient had high angle kappa and could not tolerate a high technology optic. In a follow up, the surgeon reports the prognosis for the patient as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 09/02/2008 and 09/03/2008 by phone, fax and mail. A completed questionnaire was received 09/05/2008. This report was mailed to FDA on: 10/02/2008.